Event description:
Pt c/o pain and soreness at IV site and left upper arm. IV line flushes sluggishly, IV discontinued. PICC was 20g 3fr 15 3/4" long with beveled end. Mol replaced with cephalic by rn. Good blood return noted but pt tensed arm and c/o hurting at insertion site so mol removed. Mol then placed right arm/22g. Catheter advanced 5"5 without difficulty. Pt then became flushed, began crying "I can't breathe," mol immediately removed, bp 160/90, 842 epipenl : 1000, 3mg given im lt leg. Pt continues to cry and c/o inability to breathe. 22g cath placed lt hand and ns started. Kvo eyelids swollen and pt states "my throat is swelling shut". Bilateral breath sounds, clean and good air movement. C/o severe abdominal cramping "feels like labor pains". Ent clinic called dr, notified of pt status. Pt c/o "itching all over". 50mc dph given ivp. Decadron 10mg given, ivp per md ordered and epipen repeated d/t continued edema eyelids and continued complaint by pt of difficulty breathing. Orders received to have pt transported to local ed, for evaluation. 911 notified at 113 pm and report called to rn. Ems arrived at 125 p. Pt transported to hosp. Vs as follows: 12:25 130/80-80, 12:30 bp/100-80, 12:45 160/110-80, 1p 130/100-80, 1:25p 112/88-84. Pt remained awake, alert and responsive throughout entire event.